Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that it was unknown if the issue had been resolved, but that the patient had a follow up appointment on (B)(6) 2021 at 9:00 am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that since implant they have noticed a certain pinching or tearing feeling at the I ns site. Patient states they've been shocked before by the therapy as they were a technician, and this is almost what it feels like. Patient states if they are sitting or laying and has pressure on the butt cheek the patient feels this sensation, almost as if it's burning. Patient states it's intermittent but happens throughout the day, evening and at night and as soon as they move positions, it immediately subsides. Patient states this also happens when they are standing or bending over slightly but less frequently. Patient also states they've noticed a blue bruising mark over the ins site as well. Patient states they are wanting to know if this is something that could potentially happen with the therapy. Patient services reviewed patient could consider turning stimulation off to see if this subsides and also recommended speaking to doctor about this at his next doctor's appointment which is in a few weeks. Patient confirmed they are currently tracking things to bring back to the doctor. The patient was redirected to their healthcare provider to further address the issue. Patient services also reviewed positional changes can effect stimulation sensation as well.